Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient was presented with swelling under the scar area where catheter was placed into spine. The hcp decided to do exploratory surgery. During exploration, the hcp found that the catheter distal portion of had a couple of catheter holes and was leaking. The pocket under scar that was swollen had fluid build up. The hcp decided to replace the distal piece of the catheter. Distal intrathecal portion of catheter was removed because it had holes and leaks and replaced with a intrathecal catheter spinal segment. This seemed to resolve the problem. For environmental/ external/ patient factors that may have led or contributed to the issue, none were noted by the hcp or patient. This exploratory surgery was done by the hcp on this report date as a add on case. At the time of this report, the issue was resolved and patient status was alive- no injury. No further complications were reported.